Event description:
Patient called lfs alleging that one touch basic enhanced meter was reading inaccurately low. Pt obtained a 50-mg/dl reading, while having no symptoms of high or low blood glucose levels. Retested and obtained a reading in the 50-mg/dl range or lower. Pt decided to have milk and sugar following the use of meter. Pt later drove to the ER. A reading in the 200 mg/dl range was obtaining on the physician's meter. No treatment wad administered. The patient was unwilling or unable to provide the time difference between the readings. The customer service representative walked patient through a check strip test and the results fell within specifications. However, the 2 consecutive control solution tests fall outside the specified range. The csr confirmed with the patient that the test strips and control solution were within expiration date and that the test strips were in good condition. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. On april 12, 2004 the senior medical affairs specialist mailed a letter since the patient could not be reached for futher information. Based on the information available, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter, test strips, and control solution were replaced.